Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to misuse/mishandling of the device due to improper surgical technique and applying excessive mechanical forces.

Event description:
On 09/05/2025, it was reported by a distributor via sems-07056190 that an ar-6068-90l 90° quickpass lasso was not working properly; the nitinol loop would block and not go out of the suture passer. They tried multiple times to remove the nitinol wire completely and put it back (from both sides), and it did not work. This item was not even used on the patient and was not useful in the surgery; they had to open another one.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.